Manufacturer narrative:
The device is not available for evaluation, however, sample pictures have been provided; evaluation is not yet complete.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch in which the customer reported that there was unspecified drug leakage from the air vent. The event was noted during infusion; there was no report of harm as a consequence of this event.

Manufacturer narrative:
Two photos were returned for evaluation showing the drip chamber of the primary plum set. There was leakage of orange fluid observed behind the closed filter cover. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was reviewed and no non conformities were found that would have led to the reported complaint.